Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was sweating which led to a rash under the front therapy electrode. Patient reported a burning sensation and that the rash turned into a blister that opened. Additionally, patient reported that their ribs began hurting due to wearing the lifevest. There was no alleged device malfunction contributing to the irritation. Patient was suggested to remove the lifevest by a physician and only wear at night. Follow up indicated that the patient ended use on the lifevest and that the skin irritation has gotten better.